Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: not explanted as of this report, issue with autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast surgery with unknown saline breast implants which the patient reported that she had implant surgery in 2006, since 2006 I've been in the care of dozens of doctors, trying to figure out a "foot" issue that I've had and have been in the care of rheumatologist for the past 3 years trying to treat my mystery illness. These drugs have caused a lot of other issues and never addressed my problem. I became infected with a staff infections for 2 years making it impossible to wear shoes (and work in an office). I am now in the process of being accepted into emory research hospital when I saw something on the news...that sounded exactly like me. And....is it a huge quiescence that my problem started the exact same year as I got my implant surgery? I have had absolutely no issues with my implants, hardening or rupturing, I've been very happy with my surgeon who did a fabulous job and the product...but am now aware that this product has likely cause what has a been a debilitating autoimmune issue for me which is only getting worse as the years go by. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.